Event description:
It was reported that revision surgery was performed in (B)(6) 2012.

Event description:
In (B)(6) 2012 the patient reported an occasional mild ache. (B)(6) 2012 swollen leg. Pitting oedema with tightness in thigh. On (B)(6) 2012 aspiration of right hip.